Event description:
A malfunction alarm was reported for the customer's pump, displaying malf 3, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl. The customer planned to continue using the current pump for insulin delivery.